Manufacturer narrative:
Patient weight - unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implant date - unk explant date - unk (B)(4). : device evaluated by manufacturer? No. Lens was not returned. Evaluation: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens and the lens tore. The facility was unable to provide any additional information.